Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing during rectal high anterior resection, there was an impression that the firing stopped in the middle. The second firing was performed without problem, but when checking the indicator, low battery indicator was displayed. After the procedure, the nurse charged the handle, but the charging stopped after some time and the handle could not be fully charged. There was no patient injury.